Event description:
Pt reports that the link receiver hub separated and the foam sleeve and part of the receiver hub remained in ear. Pt went to occupational nurse who removed the foam sleeve from the ear. No injury or adverse sequelae reported.

Manufacturer narrative:
The returned product was evaluated and the receiver hub was broken at the point where the 2 halves are bonded together. The hub plastic had cracks at the point of separation where the link tubing is bonded to the hub. There was evidence of adhesive on both halves of the separated area. The cause of the separation is excessive force being applied to the hub by the pt.